Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had not experienced any symptoms associated with the event and no further actions or interventions were taken to address the decreased battery life. It was noted the patient¿s hospital visit on (B)(6) 2019 was an outpatient visit. The cause of the decreased battery life was undetermined and the patient¿s therapeutic effect had continued as of (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, implanted: (B)(6) 2019. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) ¿battery life was decreased largely¿ at the time of report. It was noted the hcp had seen the patient two weeks prior to report and that the ins parameters had been ¿not almost changed¿ since that time. System impedances at implant were 1046 ohms and 1049 ohms at the time of report; there were no impedance problems identified when measured two weeks prior to report. It was noted the ins input had been changed from 1.05 v at implant to 1.3 v at the time of report. The patient wasstaying in the hospital at the time of report. There were no patient injuries reported. No further complications were reported or anticipated.